Event description:
A report was received that the patient was experiencing procedural discomfort after a permanent implant procedure. It was also reported that the patient was admitted to the hospital due to secondary issues such as pneumonia and urinary tract infection (uti). It was believed that the patients issues were not related to the scs implant. The patient was doing well.